Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1 (initial reporter facility name, initial reporter address): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was kinked, and was secured in the handle assembly when received, it was rolled in the handle assembly and the slack on the trip wire was removed. The ligator head was returned with four bands attached to it, and were moved out of their original position and were overlapped. The suture hole was in good condition, no damages were observed. Miroscopic examination was performed and it was found that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. According to the evidence found during the product analysis, (band ligation) unable to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy, the bands were not deployed in order which caused the device to fail to deploy. There was no difficulty experienced upon setting up the device. It was noted that the event was resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). Initial reporter facility name, initial reporter address: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy, the bands were not deployed in order which caused the device to fail to deploy. There was no difficulty experienced upon setting up the device. It was noted that the event was resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.